Manufacturer narrative:
H6 codes: a24 and g05003. H11: hologic performed an internal complaint and service record review which revealed no similar incidents and confirmed that the imager had been routinely serviced. Hologic performed a device history record (DHR) review on the thinprep imager s/n (B)(6) which proved the device was released meeting all qa specifications. Although the lot of the thinprep kit (consumable) was unknown, a DHR review was performed for all consumables shipped to the laboratory site and all lots were released meeting qa specification. Retained samples from thinprep preservcyt vials, thinprep microscope slides, and thinprep pap test filters (which are products included within thinprep kits) that were available during the timeframe of the reported event were tested internally. Cell transfer testing and gyn high sip testing were used to simulate thinprep slide and gyn transcyt filter functionality. Chemical testing, ph and specific gravity, was performed on presevcyt solution to show chemical stability of the solution. All functional testing on the available retains were within specification and produced slides which were functionally acceptable. Hologic performed a risk assessment on the thinprep portfolio of products, which confirmed that ¿misdiagnosis (false positive or negative)¿ and the ¿patient inconvenience to obtain new sample¿, are considered as potential harms when using hologic thinprep products. Risk control measures have been implemented for all the identified risks that may result in these potential harms. The benefit-risk analysis concludes that the benefits of using hologic thinprep products outweigh the risks of these potential harms. The thinprep imaging instructions for use (IFU) states ¿cytotechnologist or pathologist is responsible for manual rescreening of selected fields after the imager screening,¿ and the diagnostic system IFU states to the effect that imaging ¿is not a replacement for professional review. Determination of slide adequacy and patient diagnosis is at the sole discretion of the hologic-trained cytotechnologist and pathologists." At this time there is no evidence from hologic¿s investigation that suggests that the instruments or consumables did not function as intended. The patient's legal counsel told hologic that a pathologist who reviewed the slides reported that the cancer was visible, which is not indicative of a device malfunction. In conclusion, the review of the information collected suggests that the event was not due to hologic¿s products or processes, but likely due to a screening error.

Event description:
On july 23, 2024, hologic was notified of a 31-year old female patient who alleges she was injured due to a defective medical product, the thinprep pap test. The patient had a pap test performed on (B)(6) 2022, and was notified that the test was satisfactory for evaluation and negative for intraepithelial lesion or malignancy; hpv reflex testing was not performed due to the negative pap result. Pelvic exam evaluation on (B)(6) 2022, was also reported to be normal. On (B)(6) 2023, the patient had a pelvic exam evaluation and was reported to be normal. On (B)(6) 2023, the patient presented to (B)(6) medical center emergency room, complaining of irregular vaginal bleeding for three to four weeks, acute intermittent pelvic pain, occasional nausea and vomiting, recent urinary frequency, and severe constipation. A CT scan of her abdomen and pelvis revealed a 6 cm ill-defined mass in the lower pelvic region involving the uterus and posterior bladder wall, inflammatory changes, and bilateral hydronephrosis and hydroureter, indicating renal system obstruction. On (B)(6) 2023, a cervical biopsy was performed and pathology confirmed moderately differentiated squamous cell carcinoma of the cervix, stage iiic versus iva (with bladder invasion). The patient was informed that radiation treatment could cause infertility and was advised to consult a fertility specialist. Hologic was notified that due to the aggressive cancer treatment, the patient is now infertile. Hologic is investigating this event.

Manufacturer narrative:
H2 additional information received: the slide was imaged on hologic tis imager -sn# (B)(6). Hologic has been unable to determine the collection device lot or item number to date. The patient's legal counsel told hologic that a pathologist who reviewed the slides reported that the cancer was visible, which is not indicative of a device malfunction. D4: (B)(6) serial number of thinprep imager used to image the patient slide on (B)(6) 2022. H4: thinprep imager was manufactured in 2006; therefore, no UDI is available. H6 updated codes: b20, b14, b15, d14, c19 h3: no device returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. H11: an internal complaint and service record review was conducted which revealed no similar incidents and the imager had been routinely serviced. Hologic has performed a device history record (DHR) review on the thinprep imager which proved the device was released meeting all qa specifications. Although the lot of the thinprep kit (consumable) was unknown, a DHR review was performed for all consumables shipped to the laboratory site and all lots were released meeting qa specification. Hologic is still testing available retained samples. A second supplement will be filed once testing and results are available. Hologic performed a risk assessment on the thinprep portfolio of products, which confirmed that ¿misdiagnosis (false positive or negative)¿ and the ¿patient inconvenience to obtain new sample¿, are considered as potential harms when using hologic thinprep products. Risk control measures have been implemented for all the identified risks that may result in these potential harms. The benefit-risk analysis concludes that the benefits of using hologic thinprep products outweigh the risks of these potential harms. The thinprep imaging and diagnostic system operator manuals state, ¿cytotechnologist or pathologist is responsible for manual rescreening of selected fields after the imager screening,¿ and that imaging ¿is not a replacement for professional review. Determination of slide adequacy and patient diagnosis is at the sole discretion of the hologic-trained cytotechnologist and pathologists." At this time there is no evidence from hologic¿s investigation that suggests that the instruments or consumables did not function as intended.